Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported that on 08-aug-2025 they experienced hypoglycemia with blood glucose (bg) levels of 35 mg/dl. Ems was called and they treated the user at home with glucose gel. The user was not hospitalized and reconnected to the ilet following treatment, and their bg returned to range. No long-term health effects were reported.